Event description:
Same case as: 2134265-2014-03882. It was reported that a rotawire fracture occurred. A rotablator rotational atherectomy system and a 1.25mm rotalink plus were selected to treat the target lesion located on the right coronary artery. During procedure, the burr was platformed and set up outside the body, it was noted that the rotawire within the rotablator got fractured. The physician rewired the right coronary artery and a 1.5mm rotablator burr was used to successfully ablate the target lesion. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).